Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 22:31:53 to 22:32:14 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that it was not known if the mpu ac power cord became disconnected from the wall outlet or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at the time of the event. It was noted that the mpu has a v-lock connector on the ac power cord. It was also noted that the mpu was not removed from service. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller's backup battery until the external power was restored. The mpu had a locking cord. The patient was at an outside facility so the customer unsure whether the power cord came loose at the wall outlet or back of the unit or if there were any environmental circumstances that would have affected ac power at the time of the event. It was believed to be user error as the patient was being transported by emergency medical services (ems) from an outside facility at the time. The mpu was not removed from service. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.